Event description:
After iabp for twelve hours, blood was noted in the catheter. Event complications: unknown-reported 2/3/1998; none - ) reported 2/6/1998. Pt's current status: unk-rpt'd 2/3/1998.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.